Event description:
Preoperative diagnoses: idiopathic scoliosis status post posterior fusion with haffington rod instrumentation from the upper thoracic all the way down to l3 with solid fusion with degenerative disc disease of 1.3-4, 1.4-6 and 1.6-81. Brief history: patient underwent surgery for idiopathic scoliosis more than 20 years ago. Has degenerative disc disease with disabling back pain and some radiculopathy it was reported that on 2 oct 2008, the patient underwent an anterior discectomy from l3-l4, l4-1.5 and 1.5-s1, anterior interbody fusion l3-l4, l4-l5 and 1.6-s1,interbody instrumentation using perimeter cage at l3-l4, l4-l6 and l5-s1, autologous local bone grafting augmented with rhbmp-2/acs and vitoss bone graft substitute (soaked in bone marrow aspirate), the bone marrow aspiration was from the left iliac crest through a separate stab incision. During the surgery, the bony endplates were decorticated, the autologous local bone morcellized and mixed with infuse and vitoss bone graft substitute was soaked in bone marrow aspirate. After the cages were chosen, all cages were packed with autologous local bone and infuse. The cages were implanted n the appropriate spaces from l3 to s1 using catalyst instrumentation. Autologous local bone, infuse, and vitoss was added through the lateral aspect of the interspace and also anteriorly. The area was then covered with a thin layer of gelfoam. On (B)(6) 2008, the patient went back in to complete the surgery. Per the op notes, "the patient has recently underwent anterior fusion from l3 to s1 and also has had the initial portion of his posterior procedure a couple of days ago. The patient is now scheduled for completion of the posterior fusion and instrumentation". During this surgery, it was noted that autologous local bone, infuse and the facet joints was applied in interlaminar space and also in the transverse process area from the fusion mass at l3 all the way down to the s1 sacrum. The patient's post-operative period was reportedly marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient also reportedly suffers from physical and mental pain and emotional/mental damage

Manufacturer narrative:
(B)(4).